Event description:
Towards the end of a successful transoral incisionless fundoplication (tif) procedure, the center pin of the helix was bent outside the helical coil. Because of this, the surgeon experienced difficulty retracting the helix back into the tissue mold. After many failed forceful attempts to retract the helix, the center pin finally broke and adhered to the surface of the tissue mold. In an attempt to retrieve the pin with a grasper, the pin was inadvertently bumped and the pin dropped into the stomach. Suction was used to retrieve the pin, though visual confirmation of the recovery could not be verified. As a precaution, an x-ray was taken of the general area with no evidence the center pin remained in the patient, so the surgeon's assessment was the pin was successfully suctioned out. There were no patient adverse effects.

Manufacturer narrative:
Findings: based on the product and engineering investigation, no material or process defect was found. The center pin on the helix broke because of a ductile failure caused by torsional overload. During retractor retrieval, a significant torsional load was applied to the centering needle from twisting and distorting the helix. There was no latent defect precipitating the failure. Although there was no indication of an injury to the patient or a manufacturing process or materials issue, this failure mode is being reported due to establishing if this malfunction were to reoccur, a serious injury may occur.